Event description:
It was reported that the patient was admitted to the emergency room. The pump was removed because the battery was depleted. The patient¿s status after the device was removed was ¿recovered without sequela.¿ there was no patient injury. The pump system was delivering lioresal. (No information was reported regarding why the patient presented to the ER and if the surgical intervention was unexpected. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found a deep, circular coring in the bottom of the cup of the sutureless connector that was consistent with the inner diameter of the tip of the pump outlet port. Pressure testing showed the connector to be leaking, most likely due to the coring that was seen. (B)(4)

Event description:
The healthcare provider (hcp) confirmed that the migrated catheter was removed when the pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced overdose and sedation/somnolence. The catheter had migrated to the epidural position. The pump battery depletion was noted to be normal. Device implant query listed a new catheter being placed on the day of pump replacement. It was unknown if the migrated catheter was removed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).